Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, weight gain, feeling bad, primary ovarian failure, postpartum hemorrhage, parametritis (probable), headache, blurred vision, coagulation disorder, gravida, endometritis decidual, spotting menstrual, uterine pain, itching, urinary tract infection, vaginal yeast infection, sickness, cough, gerd, saddle pe, erectile dysfunction, neck pain, hypertensive, rhinorrhea, unilateral leg swelling, irritable bowel syndrome, vaginal cancer and endometritis postpartum. Previously administered products included for birth control: mirena; for an unreported indication: aspirin, augmentin, yaz, coumadin, clindamycin, oral flagyl, percocet., lovenox, norco and metrogel. Concurrent conditions included flank pain (left), pulmonary embolus, vaginal pain, vaginal odor, burning micturition, pulmonary embolism, vaginal discharge, cramp in lower abdomen, dizziness, menstruation abnormal, rash, congestion nasal, ear infection, chest pain, indigestion, stress (significant), lightheadedness, endometriosis, diaphoresis, rectal pain, adnexa uteri tenderness, hemorrhagic cyst, abdominal pain, weight gain, abdominal discomfort, bile acid diarrhea, ovarian cyst, left lower quadrant pain, allergy (penicillin, amoxicillin), hives, vaginal discharge, chest pain and keratosis pilaris. Concomitant products included celecoxib (celexa) since 2009 and piroxicam (paxil) in 2009 for anxiety and depression, estradiol (estrogen) since may 2012 for dyspareunia, esomeprazole magnesium (nexum) from(B)(6)2011 to (B)(6) 2017, lansoprazole since (B)(6) 2011 and omeprazole since(B)(6)2011 for gerd, paracetamol (tylenol) since (B)(6) 2012 for headache and dysmenorrhea, hydrocodone since (B)(6) 2012, oxycodone since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for headache, dysmenorrhea, dyspareunia and pelvic pain female as well as ibuprofen since february 2012. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy nos"), rash ("rash"), headache ("headache"), migraine ("migraines / headaches"), skin disorder ("skin condition"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron (zofran) and surgery (salpingectomy(bilateral removal of fallopian tube), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, hypersensitivity and headache had resolved and the abdominal pain, rash, vaginal haemorrhage, vaginal discharge, migraine, weight increased, skin disorder, anxiety, depression and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: implant date (B)(6) 2012. Discrepancy noted in removal details. Patient received treatment for events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, migraine, headache, nausea, anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: no acute intracranial abnormality. Hysterosalpingogram - on (B)(6) 2013: tubes successfully occluded. Ultrasound pelvis - on (B)(6) 2013: both essure are optimally placed and be seen crossing the uterotubal junction. Her symptoms were related to a chronic yeast infection; on(B)(6) 2015: linear echogenic foci within the right and left adnexa which may be related to indwelling essure devices, 2.2 cm cyst within the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pelvic pain,vaginal discharge, headache, nausea, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Added event weight gain based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, weight gain, feeling bad, primary ovarian failure, postpartum hemorrhage, parametritis, headache, blurred vision, coagulation disorder, gravida, endometritis decidual, spotting menstrual, uterine pain, itching, urinary tract infection, vaginal yeast infection, sickness, cough, gerd, saddle pe, erectile dysfunction, neck pain, hypertensive, rhinorrhea, unilateral leg swelling, irritable bowel syndrome, vaginal cancer and endometritis postpartum. Previously administered products included for an unreported indication: norco, aspirin, augmentin, yaz, mirena, coumadin, clindamycin, oral flagyl, percocet., lovenox and metrogel. Concurrent conditions included flank pain, pulmonary embolus, vaginal pain, vaginal odor, burning micturition, pulmonary embolism, vaginal discharge, cramp in lower abdomen, dizziness, menstruation abnormal, rash, congestion nasal, ear infection, chest pain, indigestion, stress, lightheadedness, endometriosis, diaphoresis, rectal pain, adnexa uteri tenderness, hemorrhagic cyst, abdominal pain, weight gain, abdominal discomfort, bile acid diarrhea, ovarian cyst, left lower quadrant pain, allergy (penicillina amoxicillin), hives, vaginal discharge, chest pain and keratosis pilaris. Concomitant products included celecoxib (celexa) since (B)(6) and piroxicam (paxil) in (B)(6) for anxiety and depression, estradiol (estrogen) since (B)(6) 2012 for dyspareunia, esomeprazole magnesium (nexum) from (B)(6) 2011 to (B)(6) 2017, lansoprazole since (B)(6) 2011 and omeprazole since (B)(6) 2011 for gerd, paracetamol (tylenol) since (B)(6) 2012 for headache and dysmenorrhea, hydrocodone since (B)(6) 2012, oxycodone since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for headache, dysmenorrhea, dyspareunia and pelvic pain female as well as ibuprofen since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia):menorrhagia)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy nos"), rash ("rash"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), headache ("headache") and skin disorder ("skin condition"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia and headache had resolved and the rash, vaginal discharge, anxiety, depression, migraine, nausea and skin disorder outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: implant date (B)(6) 2012. Discrepancy noted in removal details. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: no acute intracranial abnormality. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: her symptoms were related o a chronic yeast. Infection.; on (B)(6) 2015: linear echogenic foci within the right and left adnexa which may be related to indwelling essure devices 2.2 cm cyst within the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pelvic pain,vaginal discharge, headache, nausea, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events - allergy nos, rash, skin condition and headaches added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, weight gain, feeling bad, primary ovarian failure, postpartum hemorrhage, parametritis, headache, blurred vision, coagulation disorder, gravida, endometritis decidual, spotting menstrual, uterine pain, itching, urinary tract infection, vaginal yeast infection, sickness, cough, gerd, saddle pe, erectile dysfunction, neck pain, hypertensive, rhinorrhea, unilateral leg swelling, irritable bowel syndrome, vaginal cancer and endometritis postpartum. Previously administered products included for birth control: mirena; for an unreported indication: aspirin, augmentin, yaz, coumadin, clindamycin, oral flagyl, percocet., lovenox, norco and metrogel. Concurrent conditions included flank pain, pulmonary embolus, vaginal pain, vaginal odor, burning micturition, pulmonary embolism, vaginal discharge, cramp in lower abdomen, dizziness, menstruation abnormal, rash, congestion nasal, ear infection, chest pain, indigestion, stress, lightheadedness, endometriosis, diaphoresis, rectal pain, adnexa uteri tenderness, hemorrhagic cyst, abdominal pain, weight gain, abdominal discomfort, bile acid diarrhea, ovarian cyst, left lower quadrant pain, allergy (penicillina amoxicillin), hives, vaginal discharge, chest pain and keratosis pilaris. Concomitant products included celecoxib (celexa) since 2009 and piroxicam (paxil) in 2009 for anxiety and depression, estradiol (estrogen) since (B)(6) 2012 for dyspareunia, esomeprazole magnesium (nexum) from (B)(6) 2011 to (B)(6) 2017, lansoprazole since (B)(6) 2011 and omeprazole since (B)(6) 2011 for gerd, paracetamol (tylenol) since (B)(6) 2012 for headache and dysmenorrhea, hydrocodone since (B)(6) 2012, oxycodone since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for headache, dysmenorrhea, dyspareunia and pelvic pain female as well as ibuprofen since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia):menorrhagia)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy nos"), rash ("rash"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), headache ("headache") and skin disorder ("skin condition"). The patient was treated with ondansetron (zofran) and surgery (salpingectomy(bilateral removal of fallopian tube),hysterectomy (full).-(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia and headache had resolved and the rash, vaginal discharge, anxiety, depression, migraine, nausea, skin disorder and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: implant date (B)(6) 2012. Discrepancy noted in removal details. Patient received treatment for events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, migraine, headache, nausea, anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: no acute intracranial abnormality. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: her symptoms were related o a chronic yeast infection.; on (B)(6) 2015: linear echogenic foci within the right and left adnexa which may be related to indwelling essure devices 2.2 cm cyst within the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pelvic pain,vaginal discharge, headache, nausea, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received: newly added events- vaginal bleeding was added. Onset date of previously reported events were added. Reporter was added. Concomitant drug added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, weight gain, feeling bad, primary ovarian failure, postpartum hemorrhage, parametritis, headache, blurred vision, coagulation disorder, gravida, endometritis decidual, spotting menstrual, uterine pain, itching, urinary tract infection, vaginal yeast infection, sickness, cough, gerd, saddle pe, erectile dysfunction, neck pain, hypertensive, rhinorrhea, unilateral leg swelling, irritable bowel syndrome, vaginal cancer and endometritis postpartum. Previously administered products included for birth control: mirena; for an unreported indication: aspirin, augmentin, yaz, coumadin, clindamycin, oral flagyl, percocet., lovenox, norco and metrogel. Concurrent conditions included flank pain, pulmonary embolus, vaginal pain, vaginal odor, burning micturition, pulmonary embolism, vaginal discharge, cramp in lower abdomen, dizziness, menstruation abnormal, rash, congestion nasal, ear infection, chest pain, indigestion, stress, lightheadedness, endometriosis, diaphoresis, rectal pain, adnexa uteri tenderness, hemorrhagic cyst, abdominal pain, weight gain, abdominal discomfort, bile acid diarrhea, ovarian cyst, left lower quadrant pain, allergy (penicillina amoxicillin), hives, vaginal discharge, chest pain and keratosis pilaris. Concomitant products included celecoxib (celexa) since 2009 and piroxicam (paxil) in 2009 for anxiety and depression, estradiol (estrogen) since (B)(6) 2012 for dyspareunia, esomeprazole magnesium (nexum) from may 2011 to june 2017, lansoprazole since (B)(6) 2011 and omeprazole since (B)(6) 2011 for gerd, paracetamol (tylenol) since (B)(6) 2012 for headache and dysmenorrhea, hydrocodone since (B)(6) 2012, oxycodone since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for headache, dysmenorrhea, dyspareunia and pelvic pain female as well as ibuprofen since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia):menorrhagia)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy nos"), rash ("rash"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), headache ("headache"), skin disorder ("skin condition") and abdominal pain ("abdominal pain"). The patient was treated with ondansetron (zofran) and surgery (salpingectomy(bilateral removal of fallopian tube), hysterectomy (full).-(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia and headache had resolved and the rash, vaginal discharge, anxiety, depression, migraine, nausea, skin disorder, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: implant date (B)(6) 2012. Discrepancy noted in removal details. Patient received treatment for events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, migraine, headache, nausea, anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: no acute intracranial abnormality.. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: her symptoms were related to a chronic yeast infection.; on (B)(6) 2015: linear echogenic foci within the right and left adnexa which may be related to indwelling essure devices 2.2 cm cyst within the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pelvic pain,vaginal discharge, headache, nausea, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event "abdominal pain" was added. Reporter information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, weight gain, feeling bad, primary ovarian failure, postpartum hemorrhage, parametritis, headache, blurred vision, coagulation disorder nos, vaginal delivery, endometritis decidual, spotting menstrual, uterine pain, itching, urinary tract infection, vaginal yeast infection, sickness, cough, gerd, saddle pe, erectile dysfunction, neck pain, hypertensive, rhinorrhea, unilateral leg swelling, irritable bowel syndrome, vaginal cancer and endometritis. Previously administered products included for an unreported indication: norco, aspirin, augmentin, yaz, mirena, coumadin, clindamycin, oral flagyl, percocet., lovenox and metrogel. Concurrent conditions included flank pain, pulmonary embolus, vaginal pain, vaginal odor, burning micturition, pulmonary embolism, vaginal discharge, cramp in lower abdomen, dizziness, menstruation abnormal, rash, congestion nasal, ear infection, chest pain, indigestion, stress, lightheadedness, endometriosis, diaphoresis, rectal pain, adnexa uteri tenderness, hemorrhagic cyst, abdominal pain, weight gain, abdominal discomfort, bile acid diarrhea, ovarian cyst, left lower quadrant pain, allergy (penicillin amoxicillin), hives, vaginal discharge, chest pain and keratosis pilaris. Concomitant products included celecoxib (celexa) since 2009 and piroxicam (paxil) in 2009 for anxiety and depression, estradiol (estrogen) since (B)(6) 2012 for dyspareunia, esomeprazole magnesium (nexum) from (B)(6) 2011 to (B)(6) 2017, lansoprazole since (B)(6) 2011 and omeprazole since (B)(6) 2011 for gerd, paracetamol (tylenol) since (B)(6) 2012 for headache and dysmenorrhea, hydrocodone since (B)(6) 2012, oxycodone since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for headache, dysmenorrhea, dyspareunia and pelvic pain female as well as ibuprofen since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia):menorrhagia)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headache"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and headache had resolved and the menorrhagia, anxiety, depression, migraine, nausea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: implant date (B)(6) 2012. Discrepancy noted in removal details. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: no acute intracranial abnormality.. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: her symptoms were related to a chronic yeast infection.; on (B)(6) 2015: linear echogenic foci within the right and left adnexa which may be related to indwelling essure devices 2.2 cm cyst within the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pelvic pain,vaginal discharge, headache, nausea, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: this case has became incident. New events added: menorrhagia, anxiety, depression, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge. Concomitant drugs, concomitant conditions, medical history, historical drugs were added, reporter information were updated and lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.